Event description:
It was reported to boston scientific corporation in 2006 that an endostat footswitch was used during an colonoscopy procedure performed the day before (patient gender, age and weight are unknown). According to the complainant, "the generator appeared to deliver coag prior to depressing the pedal". The procedure was completed with the same endostat footswitch. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unknown. According to the complainant, the suspect device is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.